Manufacturer narrative:
The tsh reagent lot number was 91867902 with an expiration date of 31-mar-2027. The field service engineer (fse) reset the entire system. An air purge and system wash were completed. Repeat testing was performed, and the results were reproducible. The investigation determined the event was due to a maintenance issue.

Event description:
There was an allegation of discrepant low results for 2 patient samples tested for elecsys tsh v2 (tsh) on a cobas e 801 analytical unit. Patient 1 initial result was 0.0525 uiu/ml. The repeat result was 2.44 uiu/ml. Patient 2 initial result was 0.145 uiu/ml. The repeat result was 1.62 uiu/ml.